Manufacturer narrative:
A united states customer contacted siemens customer care center (ccc) and informed that the a-lyte integrated multisensor (imt) quality control (qc) was out of range. The customer performed cleaning, replaced the sensor, and noted imt was stuck in calibration. Siemens instructed the customer to stop the module, sign out/in, and perform troubleshooting on the imt because it was not configured. The customer reseated the imt fluids, repeated the imt calibration, and the testing passed. The customer repeated qc with fresh material, and testing passed. Siemens dispatched a customer service engineer (cse) to the customer site. The cse performed a power flush, primed the system, calibrated the im, and found the printer cable obstructing dilution arm movement and a bent probe. The cse replaced the probe and performed an auto-align and auto-check on the dilution arm and imt. The customer verified the performance of the atellica ch 930 and noted the calibration and qc testing passed post-service repair. Siemens reviewed the information provided and concluded that it is not an imt sensor lot or method issue. The potential cause of falsely depressed sodium results is due to a hardware issue related to the obstruction of the dilution arm and bent dilution probe causing an imt dilution or mix issue. The customer has not observed a recurrence post-service repair and noted the atellica ch 930 analyzer is fully operational. The analyzer is operating within specification. No further evaluation was required.

Event description:
The customer observed discordant falsely depressed sodium (na) results on an atellica ch 930 analyzer on four patient samples. The customer did not report the results to the physician(s) and used the same samples and analyzer to perform repeat testing. The repeat results were higher, considered correct, and reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the falsely depressed sodium results.